Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient representative reported right side, "breasts were very hard and painful". Examining "surgeon noted, had capsular contracture and a 'tight skin envelope', along with "noticeable 'peri-areolar scar'". Device remains implanted.